Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor pro xl balloon was used during a stone removal procedure. According to the complainant, during the procedure, the balloon was inflated inside of the bile duct. While sweeping the stones from the duct, resistance was met between the scope and the catheter. Though the stones and balloon were successfully removed from the duct, the catheter stretched and broke in two. Both sections of the catheter were able to be removed from the patient with the endoscope. It was confirmed that no part of the device detached inside of the patient. The procedure had been completed with this device prior to the catheter break. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
It was reported to boston scientific corporation on (B)(6), 2012 that an extractor pro xl balloon was used during a stone removal procedure. According to the complainant, during the procedure, the balloon was inflated inside of the bile duct. While sweeping the stones from the duct, resistance was met between the scope and the catheter. Though the stones and balloon were successfully removed from the duct, the catheter stretched and broke in two. Both sections of the catheter were able to be removed from the patient with the endoscope. It was confirmed that no part of the device detached inside of the patient. The procedure had been completed with this device prior to the catheter break. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Evaluation of complaint device was performed. Visual inspection found the catheter broke in half and shaft stretch. The catheter was found to be stretched at the point of breakage and at other points along its length. This is consistent with excessive removal force during withdrawal through the scope. The root cause for the reported event is operational context. This failure occurs due to anatomical or procedural factors encountered during the procedure that limit the performance of the device (e.g. Tortuous anatomy or catheter caught on scope elevator). A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.